Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No bolus anomaly and no low reservoir alarm noted during testing. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 476 mg/dl. The patient treated their high blood glucose. Troubleshooting was initiated and no anomalies were noted on the insulin pump. However, the device was returned for analysis; the customer believed that the device was under-delivering.